Event description:
Litigation papers allege: on or about (B)(6) 2009, patient was implanted with a depuy pinnacle hip on her right side. Patient has large amounts of cobalt-chromium metal ions and particles in her blood, tissue, and bone surrounding the implant. Patient has been experiencing severe pain and discomfort and inflammation in her right thigh and groin. She also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. Patient will likely need to undergo revision surgery to replace the implant. **update** (B)(4) 2012 - patient's medical records were received from legal. Part/lot information was identified.

Manufacturer narrative:
(B)(4).

Event description:
There were no new allegation and revision reported. Added stem due to previously alleged large amounts of toxic cobalt-chromium metal ions. Added lawyer in the associated contact. The patient's identifier and dob was updated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.